Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. It was noted that the implantable cardiac monitor showed a false pause episode due to undersensing. Programming changes were made and the issue was resolved. The patient was asymptomatic throughout the event.